Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and performed mtm calibration and sine cycle testing passed. The system was verified and ready for use.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the master tool manipulator (mtm) had non-intuitive notion issue during procedure. Technical support engineer (tse) guided site to reseat the sterile adaptor (sa), but caller was not in the operating room (or) and could not help troubleshoot, it was an intermittent problem with no error. The procedure was completed with no reported injury.